Event description:
(Ref: (B)(4)) resistance / stuck. A complaint was filed to an enterprise vrd (enc452200 / 10350897) and a prowler select plus (606-s255fx / 16051053). It was reported that when the physician withdrew back the complaint prowler select plus (606-s255fx / 16051053), which was positioned in the mca m1, to deploy the complaint enterprise vrd (enc452200 / 10350897) , the whole devices got slid back and the vrd got partly deployed at the point more proximal than the target site. The physician tried to re-advance the prowler to re-capture the vrd, but it was stuck and unable to advance the mc. The physician aborted the deployment of the complaint vrd and it was removed together with the prowler from the patient. After they were taken out, the physician tried to pull the vrd back into the mc, but it was stuck at about 10cm from the distal end of the mc. Another vrd and a prowler were used instead, and the procedure was then completed without further issues, but due to the event the procedure was delayed for 20 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained products will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of the ic dorsal aneurysm. The patient was a (B)(6) female, whose vessels were heavily torturous but not calcified. A 8fr long sheath by terumo (model unknown), a chikai (asahi intecc), a roadmaster (goodman, 8fr / str angle), an excelsior sl-10 (stryker), a headway (terumo, type unknown), and an unplast c (terumo) were used in this procedure.

Manufacturer narrative:
Additional information indicated that when the vrd was accidentally deployed, the vrd could not cover the aneurysm neck. In fact, the distal marker of the vrd entered into the aneurysm. The parent artery was heavily tortuous and was angled to about 90 to 100 degree. According to the reporter of this complaint, when the event occurred that tip of the complaint prowler was withdrawn to about the middle of the positioning marker, which the distal tip was exposed from the mc, and the distal tip of the vrd was opened. The reported infers that the reason why the vrd could not be recaptured was possibly because the complaint vrd was no-tip type, and the positioning marker might be not aligned with the vrd when it was being recaptured (the positioning marker coming out from the distal side of the vrd). The aneurysm was fusiform-shaped and unruptured. The maximum diameter of the aneurysm prior to the procedure was 11.5mm. The neck to sac ratio was 9.7:7.7mm. The proximal diameter of the parent vessel was 4.4mm, and the distal diameter was 4.1mm. Jailed technique was conducted for the embolization. Plavix 75mg and bayaspirin 100mg have been being orally administered daily (both from (B)(6) 2015). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt. (B)(4). This is one of two products for complaint (B)(4).

Manufacturer narrative:
(B)(4). It was reported that when the physician withdrew back the complaint prowler select plus (606-s255fx / 16051053), which was positioned in the mca m1, to deploy the complaint enterprise vrd (enc452200 / 10350897) , the whole devices got slid back and the vrd got partly deployed at the point more proximal than the target site. The physician tried to re-advance the prowler to re-capture the vrd, but it was stuck and unable to advance the mc. The physician aborted the deployment of the complaint vrd and it was removed together with the prowler from the patient. After they were taken out, the physician tried to pull the vrd back into the mc, but it was stuck at about 10cm from the distal end of the mc. Another vrd and a prowler were used instead, and the procedure was then completed without further issues, but due to the event the procedure was delayed for 20 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complained products will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of the ic dorsal aneurysm. The patient was a (B)(6) female, whose vessels were heavily torturous but not calcified. A 8fr long sheath by terumo (model unknown), a chikai (asahi intecc), a roadmaster (goodman, 8fr / str angle), an excelsior sl-10 (stryker), a headway (terumo, type unknown), and an unplast c (terumo) were used in this procedure. Additional information indicated that when the vrd was accidentally deployed, the vrd could not cover the aneurysm neck. In fact, the distal marker of the vrd entered into the aneurysm. The parent artery was heavily tortuous and was angled to about 90 to 100 degree. According to the reporter of this complaint, when the event occurred that tip of the complaint prowler was withdrawn to about the middle of the positioning marker, which the distal tip was exposed from the mc, and the distal tip of the vrd was opened. The reported infers that the reason why the vrd could not be recaptured was possibly because the complaint vrd was no-tip type, and the positioning marker might be not aligned with the vrd when it was being recaptured (the positioning marker coming out from the distal side of the vrd). The aneurysm was fusiform-shaped and unruptured. The maximum diameter of the aneurysm prior to the procedure was 11.5mm. The neck to sac ratio was 9.7:7.7mm. The proximal diameter of the parent vessel was 4.4mm, and the distal diameter was 4.1mm. Jailed technique was conducted for the embolization. Plavix 75mg and bayaspirin 100mg have been being orally administered daily (both from (B)(6) 2015 ~ (B)(6) 2015). A non-sterile prowler sel plus 150/5cm 45tip microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and it was found kinked. The device was inspected under microscope: a kink was found on the distal end tip of microcatheter. The ID from the microcatheter was measured and was found within specification. The functional test was performed with the prowler sel plus microcatheter was flushed out using a lab sample syringe (nipro) the water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip without any difficulty. The enterprise lab sample was introduced into the microcatheter and friction was felt when enterprise lab sample was passed through of kink section found on the device. However the enterprise passed totally the microcatheter. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The failure reported by the costumer as ¿catheter (body/shaft)/ resistance/friction-inner lumen¿ was confirmed during the functional test. The cause of the failure experienced by the costumer appears was due to the kink section found on the device, the cause of this defect could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.